Event description:
It was reported that the device had reset and that battery depletion was noted. The reset was cleared, and the device was later explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.